Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was watching tv when she received the alarm. Customer took the pump out of her bra to see if she bolused for dinner but it did not respond. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump had minor scratches on lcd window.